Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has a jumping display when the unit is turned on. There was no patient involvement

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) has a jumping display when the unit is turned on. There was no patient involvement. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced display, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.